Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device was well positioned with no issues noted. The patient came in for their one (1) year follow up tee imaging procedure. The tee imaging showed that there was a trans-fabric leak. No intervention or treatment was performed. There were no complications that were reported to have occurred.